Manufacturer narrative:
Product event summary: the patient log/data files and the afr-00001 catheter with lot number 0232603180 were returned and analyzed. Review of the log file showed time stamps and errors related to the procedure. Visual inspection of the sphere, collar, and shaft did not reveal any anomalies. The catheter passed the mapping and ablation tests with a test mapping system; no errors were triggered, and no performance issues were identified with the returned catheter. Testing for shorts and mapping passed successfully; no errors were triggered. Continuity testing passed successfully, no anomalies were observed. The returned catheter was tested using the final functional tester and it passed the test. No anomalies were observed. Further inspection and testing to verify sub-component integrity did not show any anomalies. No anomalies were identified during the further inspection of the sphere; all the electrode wires were intact. In conclusion, the reported clinical issues of tamponade and pericardial effusion occurred during the procedure and cannot be assessed through data analysis. There is no indication of a relation of the adverse event to the performance or malfunction of the product. The catheter passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, pericardial effusion was noted before transseptal puncture and worsened after the transseptal puncture. Cardiac tamponade occurred, and the patient experienced continued bleeding into the pericardium. An intracardiac echocardiography (ice) was used for monitoring the effusion. The physician proceeded with the ablation, inserting the catheter and performing pulmonary vein isolation, floor, and roof lines. Pericardiocentesis was performed, fluid was removed, and patient monitoring continued. Additional fluid was removed from the pericardium due to ongoing bleeding, and cardiothoracic surgery was consulted. The case was completed. No further patient complications have been reported as a result of this event.